Manufacturer narrative:
A trapease vena cava filter was implanted without complications in the infra-renal vena cava due to recurrent pulmonary embolus and floating thrombus in the left common femoral vein and in the posterior tibial artery documented by ultra sound and angiography. There was no tilt and full wall opposition was observed. The size of vena-cava was about 20 mm. Anticoagulation medication was heparin and phraxiparin. Approximately four days later, the patient passed away when he got up from his hospital bed and went to the restroom. Autopsy revealed that the filter, containing some pieces of thrombus, had migrated into the right ventricle. The inner wall of vena cava has signs of scratching. The filter did not fracture. It was noted that an excessive load of thrombus may have caused extra high pressure below the thrombosed filter causing the filter to migrate. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15137450 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause, no corrective actions will be taken at this time. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt. Inferior vena cava filters are used to prevent sequelae, especially pe, in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. Ivc filter migration is a known potential adverse event associated with optease implantation and is listed in the IFU (instructions for use) as such. Migration of ivc filters has been demonstrated when the presence of an overburden of thrombus (as noted by the account) in the vasculature occurs that exceeds the devices ability to exert radial force toward the vessel walls and maintain optimal positioning. There is no evidence of manufacturing or design issues that contributed to the event. Factors that may have influenced the event include patient, pharmacological and lesion.

Event description:
Initially, a trapease cava filter was implanted infra-renal due to pe and ilio-femoral dvt documented by ultra sound and angiography without complications. There was no tilt and full wall opposition observed. The size of vena-cava was about 20 mm. Anticoagulation medication was heparin and phraxiparin, no contraindications. Approximately four days later the patient passed away when he got up from the hospital bed and went to the restroom. The autopsy revealed the filter migrated into the right ventricle, containing some pieces of thrombus. The inner wall of vena cava has signs of scratching by filter barbs. The filter did not fracture. It was noted that excessive load of thrombus may have caused extra high pressure below the thrombosed filter which made the filter migrate.